Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b3, b5,h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation channel opening at plastic distal end cover was confirmed. Based on the results of the investigation, it was presumed that the burning trace indicated that accessories with high temperature came into contact with plastic distal end cover through the biopsy channel leading to malfunction. The instruction for use states the method that should be followed for preventing the following events: 1. Instructions of use warns on use of the endo therapy accessories for high-frequency cauterization as follows: -operation manual chapter 4.3using endo therapy accessories ¿ always confirm that the tissue is an appropriate distance away from the distal end of the endoscope. If high-frequency cauterization is performed when the distal end of the endoscope contacts the tissue, patient injury, burns, bleeding, perforation, and equipment damage may occur. -2. Instructions for use warns on use of the endo therapy accessories for laser radiation as follows: ¿ to avoid patient injury, burns, bleeding, perforation, and/or damage to the endoscope, never emit laser radiation before confirming that an appropriate distance between the target and the endoscope¿s distal end is maintained and the tip of the laser probe is surely in the correct position in the endoscopic image. -3. Instructions for use warns on use of the endo therapy accessories for automatic pallet changer as follows: ¿ make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end. The protrusion by 10 mm or more can be identified when the first black ring on the automatic pallet changer probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly, and the endoscope may be damaged. Using a damaged endoscope may cause patient injury. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred after the therapeutic rigid bronchoscopy, which was completed using the same set of equipment and without delay.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had a burnt distal tip. There were no reports of patient harm or impact associated with this event.